Manufacturer narrative:
(B)(4). Analysis description: no complaint received with return of device. Failure event observed during analysis. Final analysis found two external abrasions breaching the outer insulation at 11.6-12.6cm and 37.8-38.1 cm from connector pin. The abrasion was consistent with constant friction to another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.